Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the usb cable would no longer work to charge the pump. Reportedly, the customer was able to charge the pump with an alternate cable. Customer¿s blood glucose value was 120 mg/dl. Replacement cable was sent to the customer.